Manufacturer narrative:
Device details were not available as of the date of this report. This report is submitted january 4, 2019.

Event description:
Per the clinic, the patient experienced a csf leak and subsequently the device was explanted (date not reported). The patient was reimplanted with a new device during the same surgery.